Event description:
In 2009, the patient reported experiencing elevated blood glucose of 200-300 mg/dl for the past 3 months. Her normal blood glucose level is 100 mg/dl. She stated that she feels thirsty and sick when her blood glucose is elevated. She stated that she does not feel the insulin device is delivering insulin accurately because the down button is not responding. She stated that the infusion device confirms bolus amounts and it does deliver the insulin but she feels it is not delivering the correct amount. She stated that there was an air bubble in her insulin cartridge and she does not allow insulin to reach room temperature prior to use. She was advised to do so. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.